Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient experienced leakage out at the screw connection point after a new syringe had screwed onto the already used infusion set, and that it was screwed on tightly (but not too tightly) and when pressure was applied to the plunger, liquid dripped out. It was also reported that there was hairline cracks which occured when the tube is used multiple times and when fresh syringe was screwed on again and sometimes sprayed the thread of a used tube with disinfectant spray before reusing it. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.